Event description:
It was reported that the tip broke off of the suction tube, 7.2mm left posterior-fossa during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the tip broke off of the suction tube, 7.2mm left posterior-fossa during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event that the tip of the device was broken off was confirmed through the visual inspection. During the device evaluation, we were unable to determine what caused the broken tip. It is possible rough or improper handling led to the broken tip. The device was repaired and returned to stryker stock.